Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified celiac vessel. After a 6f non-boston scientific (bsc) introducer sheath was engaged coaxially and a non-bsc guidewire was crossed the lesion, a guide catheter was then used for selective imaging. A 7.0x20x135 cm express ld iliac / biliary stent was selected and inserted over the wire. However, the stent came off the balloon shaft and was stuck in tuohy as the tuohy was not opened up enough. Furthermore, once the stent was seen detached inside the tuohy, the sheath and the tuohy were all removed, and the wire remained. A new 6f sheath and guide catheter were used, and another 7x20x135 express ld stent was deployed perfectly and accurately. No patient complications were reported.